Manufacturer narrative:
The device is reported to be available for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
The device will not be returned for evaluation; therefore the reported condition cannot be confirmed nor duplicated and an assignable cause cannot be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "accuracy-over infusion". (B)(4).

Event description:
Customer reported a bag of morphine that was much emptier than it should have been on channel 2. The nurse took the pump off the patient and replaced the pump. It is unknown if there is patient injury or medical intervention. No additional information is available.